Manufacturer narrative:
Concomitant products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a patient who was seen following a pump and catheter replacement on (B)(6) 2015 (see (B)(4); manufacturer's report number 3004209178-2015-08104). The patient's pump was being used to deliver morphine sulfate at 0.5 mg/day. Indications for use included non-malignant pain and failed back surgery syndrome. Medical history included congenital hip dysplasia (with complaints of left hip pain for "some time"), gastric bypass with subsequent weight loss ((B)(6)-2006), trocar stab wound scars in the lower abdomen, abdominal hernia repair ((B)(6)-2007), tubal ligation ((B)(6)-2009), endometriosis ablation ((B)(6)-2009), partial hysterectomy ((B)(6)-2009), abdominal hernia repair ((B)(6)-2009), total hysterectomy ((B)(6)-2009), nephrolithiasis (lithotripsy (B)(6)-2010), appendectomy and stomach exploratory ((B)(6)-2010), rheumatoid arthritis (1.5 years prior), hypothyroidism, lumbago, failed back syndrome, post-laminectomy syndrome, leg pain (left greater than right), allergy to non-steroidal anti-inflammatory drugs (nsaids), and an l4-5 lumbar fusion ((B)(6)-2011). On (B)(6) 2015, the patient was seen for a pump adjustment; morphine sulfate (10 mg/ml) was increased from 0.5 mg/day to 0.576 mg/day. On (B)(6) 2015 the patient was seen for a pump adjustment; morphine was increased from 0.576 mg/day to 0.701 mg/day. On (B)(6) 2015, the patient was seen for follow-up. The patient was in the process of being converted back to intrathecal therapy following device replacement on (B)(6) 2015. The patient was taking morphine sulfate extended release at 15 mg three times daily, morphine sulfate immediate release at 15 mg every 4 hours as needed, and nuvigil 150 mg, but was still not "up to speed" with pain benefits; pain rating was 5-9 of 10. The pump was infusing morphine sulfate at 0.7 mg per day. Concomitant medications were also noted to have included flexeril 10 mg, linzess 145 mcg, and omeprazole 20 mg. Examination revealed the pump to be intact in the right lower quadrant. The hcp's plan was to continue the current medications and the conversion was progressing without signs of toxicity. On (B)(6) 2015, the patient was seen for a pump adjustment; morphine sulfate (10 mg/ml) was increased from 0.799 mg/day to 0.920 mg/day. On (B)(6) 2015, the patient was seen for a pump adjustment; morphine sulfate (10 mg/ml) was increased from 1.1 mg/day to 1.340 mg/day. On (B)(6) 2015, the patient was seen for a pump adjustment; morphine sulfate (10 mg/ml) was increased from 1.3 mg/day to 1.65 mg/day. On (B)(6) 2015, the patient was seen for a pump adjustment; morphine sulfate (10 mg/ml) was increased from 1.65 mg/day to 2 mg/day. On (B)(6) 2015, the patient underwent an intrathecal pump refill. The pump was refilled with 20 cc of morphine sulfate (25 mg/ml) and prialt (8 mcg/ml). The pump was checked and found to be within acceptable limits. The pump was "recalibrated" and the daily infusion rate was adjusted to 2.1 mg/day (of morphine; the prialt dose was not reported). On (B)(6) 2015, the patient was seen for a pump adjustment; morphine sulfate (25 mg/ml) and prialt (8 mcg/ml) was increased from 2.1 mg/day to 2.632 mg/day (of morphine; the prialt dose was not reported). On (B)(6) 2015, the patient was seen for a pump adjustment; morphine sulfate (25 mg/ml) and prialt (8 mcg/ml) was increased from 2.632 mg/day to 3.3 mg/day (of morphine; the prialt dose was not reported). On (B)(6) 2015, the patient was seen for a pump adjustment; morphine sulfate (25 mg/ml) and prialt (8 mcg/ml) was increased from 3.3 mg/day to 3.995 mg/day (of morphine; the prialt dose was not reported). On (B)(6) 2015, the patient was seen for a pump adjustment; morphine sulfate (25 mg/ml) and prialt (8 mcg/ml) was increased from 3.995 mg/day to 5 mg/day (of morphine; the prialt dose was not reported). Also on that day, the hcp reported that the patient was infusing morphine and bupivacaine at 4 mg/day with prialt at 1.2 mcg/day. It was further reported that the patient was seen with reports of escalation in the pain in the lumbar territory (more prominent in the left lower l4-5 region), which the patient described as a sharp, shooting pains (with shooting pains into the left buttock, left groin, radicular pain into the left lower extremity), as well as weakness of the left lower extremity. The patient had minimal right lower extremity pain. Concomitant medications were as previously reported. The last MRI of the lumbar spine, in 2013, remained stable; there was no abnormality above or below their surgical site. The patient was cognitively unimpaired and toxicology screen was consistent with medications. It was noted that the patient's activity level was minimal, as increased activity did continue to aggravate pain. Musculoskeletal and neurologic examination is uncha nged from the previous report. Also that day, the patient underwent trigger point injections to with 5 cc of 1% carbocaine to the left l4 and l5 regions due to their increasing lumbar pain. The hcp requested an update MRI of the lumbar spine. The patients medications were to be maintained following the 25% increase in morphine to 5 mg/day. On (B)(6) 2015, the patient was seen for chronic severe pain in the lumbar, as well as (to a lesser degree), the cervical territory. The pain primarily affected their lower lumbar region, traveling to the left buttock, as well as groin. The pain also referred to the left hamstring, calf, and anterolateral thigh. The previous intra-articular injection was noted to have not been beneficial. The patient was on continuous morphine at 5 mg/day as well as oral co-analgesia which included flexeril, nuvigil, linzess, morphine sulfate, ms contin. The patient's pain was at a 5-9 on a 10 scale. Musculoskeletal assessment revealed tenderness at he center of the buttock and straight leg raise was negative bilaterally. Neurologic examination revealed sensation to pinprick was intact. The hcp commented the current lumbar radiculopathy was due to perineural scarring vs. Piriformis syndrome. The patient's morphine sulfate (25 mg/ml) and prialt (8 mcg/ml) was increased from 5 mg/day to 5.997 mg/day (of morphine; the prialt dose was not reported). The plan was to otherwise continue the current measures. Also on that day, the patient underwent an MRI of the lumbar spine to determine the cause of the patient's increased lumbar pain. The MRI was compared to the previous MRI on (B)(6) 2013. According to the MRI, post-surgical changes were seen at l4-5, with pedicle screws, connecting rods, and intervertebral disc spacing material); this caused focal field artifact about the area. There appeared to be two intrathecal catheters. One appeared to have its tip at the t2-3 disc space level with low signal about the tip of the catheter that showed no abnormal enhancement. It was believed that the catheter extended down to the lowest aspect of the thecal sac to the s2-3 junction; it did not appear to be connected. There was no complaint associated with the catheter that did not appear to be connected. Correlation with history was recommended to determine if there was a second catheter (that was unattached) that was just lying within the thecal sac at that time. The second catheter (which corresponds to the catheter implanted on (B)(6) 2015 per the operative report), which entered from a posterior approach at the l2-3 disc space level, extended up superiorly to the lower thoracic spine. There was a non-enhancing fluid collection seen in the subcutaneous fatty tissues in the posterior aspect of the back (that was centered at the l3-4 disc space level) that measured 3.9 x 2.1 x 4.2 cm in size, with catheter looped within it and the connector present; this was concerning for possible leakage of the catheter, although seroma was also a possibility (as there had been recent intervention in that area). The tip of the second catheter (at the l2-3 disc space level) had low signal, but showed no abnormal enhancement; this may represent a calcification associated with the catheter tip (since there should be no flow associated with it), but there was no enhancement to suggest any granulomatous findings at that time. Additionally, l3-4 showed a small disc bulge which created some subtle effacement of the thecal sac without stenosis. Correlation of findings with clinical findings and a flow study was recommended. According to the timeline presented in the document, "the patient required a dramatic increase in morphine supply following the placement and disconnect of the second pump." On (B)(6) 2015, the patient was seen for reassessment. Since the new pump was implanted, adjustments to the intrathecal rate produced minimal relief. The patient continued to use the ms contin, and msir for breakthrough pain. The patient continued to have neuropathic pain in the left lower extremity (especially into the groin). The patient's pump was interrogated and was delivering morphine sulfate (25 mg/ml) and prialt (8 mcg/ml); the pump was adjusted from a daily rate of 5.997 mg/day to 7.492 mg/day (of morphine; the prialt dose was not reported). The hcp noted that, should the patient not note any relief following the 25% increase, they should be scheduled for a pump flow study. On (B)(6) 2015, according to the timeline presented in the document, "the patient was suffering from a prominent "spinal bubble" near the location of the intrathecal pain pump. A photograph depicted severe misconfiguration of the patient's lumbar spinal region." On (B)(6) 2015, the patient was seen for a follow-up an hcp for a neurosurgical re-evaluation. In the previous week, the patient reported some worsening of their pain, as well as some swelling in the lumbar region; they denied fever, infection, or any changes in the aspect of the lumbar wound. The patient was noted to be allergic to biologic medications, rheumatoid medications, unspecified "IV infusion," remicade, humira, and enbrel. Concomitant medications included butrans 10 mcg/hr, opana ER 30 mg, diazepam 5 mg, percocet 10-352 mg, folgard rx 2.2-25-1 mg, levothyroxine sodium 75 mcg, fentanyl 100 mcg/hr, and oxycodone hydrochloride (hcl) 10 mg. The patient had no swelling or sign of subcutaneous collection in both incisions, no redness, tenderness, or signs of infection. The patient had full strength in the upper an d lower limbs for all tested muscles, as well as normal sensation in the upper and lower limbs. Reflexes were physiologic and symmetric at 2+ in the upper and lower limbs. There were no wound-related complications, and no changes in the aspect of their abdominal or lumbar wounds. Follow-up with the patient's managing physician was recommended by the implanting physician. It was noted that the patient stated that, due to worsening of the pain control, the managing physician may proceed with a pump flow study to evaluate the patency of the pump. The implanting physician did not see any sign of csf leakage or any related complications. It was noted that the patient presented with uncomplicated evolution after placement of the morphine pump. The patient was assessed with low back pain. The hcp commented that the patient had noticed some swelling in the lumbar region post-operative of the pump placement in (B)(6) 2015, as well as worsening of pain. The patient was reported to have been faced with years of chronic pain due to the failure of the pump system to adequately perform.